Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: total uterine prolapse procedure (s) performed: total abdominal hysterectomy and bilateral salpingo oophorectomy, sacrocolpopexy, anterior and posterior repair complications post placement: vaginal vault prolapse. Additional surgery details: (B)(6) 2009 ¿ underwent vaginal vault colpocleisis for vaginal vault prolapse under general anesthesia